Manufacturer narrative:
The potassium electrode lot number was gjl79. The expiration date was requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the potassium electrode on a cobas c 303 analytical unit. The sample initially resulted in a potassium value of 6.64 mmol/l. Due to being a critical value, the customer decided to repeat the patient sample. The sample was repeated four times, resulting in values of 4.75 mmol/l, 4.72 mmol/l, 4.73 mmol/l, and 4.71 mmol/l. The repeat value was deemed correct.